Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer change the pump supplies to address the issue. Customer's blood glucose was 484 with high ketones. Customer went to the emergency room and was subsequently admitted to the intensive care unit. Customer was treated with intravenous fluids of saline and insulin. Treatment resolved the issue and there was no permanent damaged. Customer was released on (B)(6) 2022. Tandem technical support performed a system check and the pump is functioning as intended